Event description:
A customer called inquiring how to change the units of measure from mmol/l to mg/dl. It appears that the customer may have changed the units by accident. While on the phone the units were changed but upon reviewing the display it was learned that several of the segments were missing. Numerous attempts were made to resolve this issue but were unsuccessful. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.